Event description:
Patient reported receiving a blood glucose reading of 300 mg/dl, took 30 units of insulin, then fainted and fell into a coma. Patient stated he took the insulin after obtaining the test result, went to sleep and went into a coma. Patient was taken to emergency care the next morning and admitted to the hospital for 4 days; no insulin administration was needed. Requested return of the alleged device for evaluation; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.